Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of a right common femoral artery using a prostyle device after an interventional thrombectomy and percutaneous transluminal angioplasty procedure with an 8f sheath. Reportedly, after deploying the suture, the device could not be fully removed. Subsequently, a cardiac surgeon surgically removed the device and completed hemostasis. There was no reported adverse patient sequela. A clinically significant delay in the procedure was reported. No additional information was provided.

Event description:
Subsequent to the initially filed report, the following information was received: the footplate was noted to be displaced upon device removal from the anatomy. No additional information was provided.

Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis was performed on the returned device. The difficult to open or close was confirmed. Entrapment is related to case conditions and cannot be replicated in a lab environment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. It is possible the foot caught tissue during closure and surfed out of the guide. Once the foot is out of the guide it is free floating and cannot be closed via the lever, thus inducing the entrapment and treatment. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.